Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. Device log files were successfully downloaded and reviewed; no critical errors were identified. During the evaluation, multiple components were identified as requiring replacement due to preventive maintenance, including the proportional valve, 3-way solenoid valve, internal battery pack, detachable battery pack, muffler assembly, and air inlet foam filter. Additional components were found contaminated or had cosmetic issues and required replacement, including: the particulate filter, the fan retainer, the blower bellows seal, blower mount, the cooling fan assembly, muffler assembly, tubing system pca, the tubing-blower chassis, tubing fio2, and the tubing low flow o2. During testing, the device failed the system leak verification: pressure drop over 10s test due to a displaced machine flow gasket. There was no documentation specifying which component was replaced to address the issue. The customer complaint was confirmed. Following service, the unit passed all testing.